Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states his knee got infected and whole body went into septic. Pt states he went into MRI machine and now the scs device is not working and pt states he's hurting bad. Pss attempted to connect however pt needed to charge controller. Pt will charge controller. The issue was not resolved through troubleshooting. The caller was redirected to pss advised to charge controller and call pss back when that is charged so attempting an ins charge can be done.